Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was not detected on the bus. A field service engineer troubleshooted and resolved the error over the phone and remote support service. But unable to correct the hardware failure. On the next visit tsc determined that the fridge needed a new board and then replacing the irac (interface and relay access controller) board would not resolve the issue. Replaced the irac board on row 2 to resolve the issue. Customer verified the functionality in hardware test application and accesses to the fridge bins. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, it had a helmer fridge not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.